Manufacturer narrative:
The insulin pump had a blank display due to faulty lcd driver. The insulin pump received with cracked case at display window corner and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 2032227-2015-40726. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer had reported via phone call that the display on the insulin pump was blank. He did not have the insulin pump at the time and was calling back now with the device available. The insulin pump would be replaced and returned for analysis.